Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting set at hospital, inserter was found with the tip broken off. No surgery was involved.

Manufacturer narrative:
Product complaint (B)(4). Territory 228 reports that while inspecting set at hospital, inserter was found with the tip broken off. No surgery was involved. Examination of the returned instrument confirmed the complaint; the tip broke off. A previous investigation conducted by a depuy material scientist in january 2017 has determined use error the most probable root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. The depuy material scientist evaluated inserter shafts for (B)(4) both stem inserter shafts were fractured at the base of the tip, approximately 6 mm from the end of the tip. This is the common area of tip failure on these inserters. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Also, as previously determined the fracture of the stem inserters was caused by high stress low cycle fatigue, with some reversed bending, likely due to repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A health hazard evaluation (pra-860-2009-hhe) was held on march 2009 to review the complaint levels being seen and concluded that the risk was below that anticipated failure rate in the dfmea. On (B)(6) 2010 eco (B)(4) was approved and completed, which included a radii for reducing stress risers in the tip. This improvement was implemented to bolster the durability of this instrument an additional health hazard evaluation was conducted january 2011 (dva-105642-hhe) and concluded that the risk was below the anticipated failure rate in the dfmea. Subsequently, there have been continued failures reported involving the improved design, resulting in an additional preliminary risk assessment (dva-107766-pra) initiated january 2013 and concluded that the risk was below the anticipated failure rate in the dfmea. A further risk assessment, pra-103197616 initiated (B)(6) 2015. This preliminary risk assessment conducted that the risk level for fracturing, surgical delay, and left in the patient is listed as alarp (as low as reasonably practicable) level. A change project has been initiated (change project 103217471) to redesign the tip geometry has been initiated. The root cause is attributed to use error through off axis impact. As a result of the change project, a design issue is reasonable to contribute to the use error. Based on the risk assessment conducted in pra-103197616, corrective action is not warranted at this time. Complaints will be monitored under sep 419 post market surveillance.